Event description:
It was reported that at the conclusion of a cosman procedure, the physician retrieved the stylets for disposal in a sharps container. During handling, the sharp end of a stylet penetrated the physicians gloved hand and caused a skin puncture. Blood was observed inside the glove. The physician subsequently followed the facilitys hand washing protocol.